Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. During evaluation, it was confirmed that device was not cooling. Chiller pump with y-tube was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 77 (non-recoverable system error) captured in an arctic sun device. Faulty hot gas bypass valve. Per review of wo on 23sep2025, there was no patient involvement. Per sample evaluation results received via task on 15dec2025, it was reported that the level sensor working intermittently and the tank harness was replaced in relation to a cooling issue.

Event description:
It was reported that there was error 77 (non-recoverable system error) captured in an arctic sun device. Faulty hot gas bypass valve. Per review of wo on 23sep2025, there was no patient involvement. Per sample evaluation results received via task on 15dec2025, it was reported that the level sensor working intermittently and the tank harness was replaced in relation to a cooling issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.